Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: : no anomalies found; full lead returned and analyzed. No anomalies were found.

Event description:
It was reported that there was intermittent loss of capture. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.